Manufacturer narrative:
Adverse event problem continued: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event rupture was reviewed on 12-apr-23. Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported "spontaneous rupture of left mammary prostheses". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported "spontaneous rupture of left mammary prostheses". Device has been explanted and replaced with a non-allergan device.